Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 09:21:20. During night drain cycle 15, the patient's ultrafiltration (uf) reading was 1859ml, indicating the home patient (hp) drained 1459ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. Upon further investigation, the uf reading from a manual drain during dwell 16 was added into the uf reading for drain cycle 15 due to the patient ending therapy during dwell 16 before drain 16 could be started. "The drain volume of drain cycle 15 was 599 ml, which does not meet iipv criteria." However, the drain volume for the manual drain during dwell 16 was found to be 2192 ml, which does meet iipv criteria. No additional information is available.